Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm due to low reservoir. Customer reported he was hospitalized for diabetic ketoacidosis due to high ketones and high blood glucose of over 420 mg/dl. Customer declined performing the high pressure test. Customer was advised to change entire set, reservoir, and insulin. Customer will not be returning the device for analysis.